Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reprot was observed and attributed to a system interconnection cable not properly aligned to a connector on analog board. The conductor flat cable was reseated at the analog board connector to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.